Manufacturer narrative:
Model number/catalog number 72400098, serial number (B)(4), batch/lot number 576134008, model/catalog description control pump fgs. Model number/catalog number 72400024, serial number (B)(4), batch/lot number 575643017, model/catalog description balloon fgs 61-70 cm. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Event description:
It was reported the patient had his artificial urinary sphincter device removed due to fluid loss in cuff. A new artificial urinary sphincter consisting of a 5.5 cm cuff, pump, and balloon were implanted.

Event description:
It was reported the patient had his artificial urinary sphincter device removed due to fluid loss in cuff. A new artificial urinary sphincter consisting of a 5.5 cm cuff, pump, and balloon were implanted.

Manufacturer narrative:
Model number/catalog number 72400098. Serial number (B)(6). Batch/lot number 576134008. Model/catalog description control pump fgs. Model number/catalog number 72400024. Serial number (B)(6). Batch/lot number 575643017. Model/catalog description balloon fgs 61-70 cm.

Manufacturer narrative:
Model number/catalog number: 72400098. Serial number: (B)(4). Batch/lot number: 576134008. Model/catalog description: control pump fgs. Model number/catalog number: 72400024. Serial number: (B)(4). Batch/lot number: 575643017. Model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported the patient had his artificial urinary sphincter device removed due to fluid loss in cuff. A new artificial urinary sphincter consisting of a 5.5 cm cuff, pump, and balloon were implanted.